Event description:
The injector flow rate was set for 1.5ml/sec. The procedure was completed without indicent and upon checking the pt at the end of the study, an extravasation, estimated to be approx 40ml, had occurred. The pt was treated with cold compresses and released to home without further medical intervention.